Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional product code: hwc. The visual inspection of the returned device performed as part of the complaint unit investigation reported the dynamic hip system ( dhs) blade shows a lot of scratches on the inside indicating something had been inserted into it, but the tip is in perfect condition. A full review of the DHR for the dhs blade shows it was manufactured in january 2013 meeting all specifications the dhs blade was incorrectly reported to be an instrument the device is an implant if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the dynamic hip system (dhs) blade connecting screw broke inside the dhs and the dhs blade was not locked. The dhs plate was removed and another screw and blade was used. Also, a different sized blade (75 mm) was used to complete the operation. There was a surgical delay of sixty minutes. No residue was left in the patient. This report is 1 of 2 for (B)(4).